Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a subchondroplasty procedure to correct a right total knee arthroplasty.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Some bone cement was identified on the returned tibial component in the tm around the pegs and one of the pegs had been cut off. Foreign material was noted on the proximal face of the tibial component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The product was returned for evaluation.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The review of device history records found no deviations or anomalies. This device is used for treatment. The surgical operative notes provided confirm that the corrective surgery performed was for subchondroplasty of the right knee. The notes state that x-rays confirmed of the tibial component failure and in order to maintain the implant, subchondroplasty was performed. Per the compatibility matrix, there were no compatibility issues seen with the implanted devices. There were no complaints seen for the part and lot combination for the femoral and tibial component. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: articular surface 42522000610 lot 62470499 femur 42502807002 lot 62530480 patella 42540000038 lot 62480517.

Event description:
It was reported that approximately two years post total knee arthroplasty, the patient underwent a right knee subchondroplasty injection at the proximal tibia due to pain an indicated failed tibial component, and osteolysis. The treatment was unsuccessful and the patient was revised three months later. No additional information is known.